Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips. The jaws opened with no issue, but the closing of the grips was prevented due to the bent grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument got stuck and will not unclamp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were noted. Clip application failure occurred. After the clip was placed, the doctor was not able to open the jaw, so they had to use the key to open. The incident occurred after putting a clip on the tissue/vessel. A back-up clip applier was used. There was no injury to the patient.